Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. No conclusion can be drawn.

Event description:
Patient received an implant on (B)(6) 2010 of a bifurcated device, a 34mm aortic extension and a balloon expandable aortic stent. On (B)(6) 2011 the patient was treated with a 34 mm aortic extension and 3 balloon expandable aortic stents to correct a proximal type I endoleak (reference report number 2031527-2011-00052). On (B)(6) 2011 all devices were explanted due to a persistent proximal type I endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.